Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported as of (B)(6) 2016 stimulation was too high, they felt like their legs were ¿floating,¿ and they couldn't walk so they had been in bed since saturday, so they tried turning stimulation down with the patient programmer (pp) but were unable to connect and were experiencing poor communication using the pp with or without the antenna attached. It was confirmed the consumer hadn't been recently implanted or had a revision surgery. A request was made to meet with the manufacturer¿s representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported overstimulation was resolved.